Event description:
The patient tried to test their blood glucose and the meter displayed a "not ok message". The patient did not experience any symptoms at the time of testing. The nurse came over to the patient's house yesterday and tried to test the patient and was unable to obtain a reading. The nurse did not treat the patient and contacted lifescan for assistance. Customer service had the nurse clean the meter and issue was not resolved. Lifescan sent the patient a replacement meter. This case is being reported as a malfunction, since the "not ok" message was not resolved.